Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced in the clinic. The lead was explanted and replaced without any complications.